Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported they recently relocated to a different state due to living situation and medical condition. The patient established care with a physician there who ordered an MRI but the patient isn't comfortable with MRI as they are telling the patient scan has to be at least 45m. The patient stated "back around the 10th of last month", the patient began having issues and the healthcare provider discovered that they were not able to aspirate the catheter and found "a kink in it" so the patient wasn't getting medication/delivering properly. Per the patient, the healthcare provider supposedly "fixed the kinks a few weeks ago", but the patient stated that therapy is not working all that well since issue began. The patient was requesting physician listings to locate a healthcare provider to read the pump and possibly switch care.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: 26-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.